Event description:
It was reported that during a trochanteric fixation nail (tfn) hip fracture procedure, the surgeon inserted the helical blade and pounded in the coupling screw which caused a small piece to break off of coupling screw. The screw became difficult to remove from helical blade. The patient was unharmed. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals only the shaft of the helical blade coupling screw was returned for inspection. The knurled knob was not returned with the complaint. The shaft was broken where the knob and shaft intersect. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. As noted previously, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per described in technique guide, could result in loading conditions that may lead to breakage. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)